Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: h4: the device date of manufacture is unknown at this time. The actual device was returned for evaluation. Visual analysis revealed an overall appearance of minimal wear with no damage or debris. Both electrical connectors were clear and no damage nor debris was found. The functional evaluation found the saw handpiece lever and planar clamp lever rotated fully and freely. During assembly, moderate looseness was noted between the saw handpiece and sasi when assembled to the saw handpiece. The assembly between the sh and planar felt secure with no play between the two. The short saw cable of the sh plugged into the sasi all the way without difficulty and felt secure when attached. The assignable root cause for the looseness is related to a design issue and has been escalated to a CAPA.

Event description:
It was reported that during a total knee arthroplasty surgical procedure posterior cut, while using the robotic-assisted solution satellite station device, excessive leg movement and check saw connection messages were observed. During an in-house engineering evaluation, it was determined that the device was found to have moderate looseness between the saw handpiece and the robotic-assisted solution satellite station device. It was reported that the sasi was replaced and the surgery was completed without further issues. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.